Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Cloud - locked down/smartphone lockdown. Cloud - omnipod 5 software app version 3.1.6. Cloud - operating system n5004l-am-q-mv01602-06-01.06. Cloud - hardware n5004l. Cloud - cgm sensor type data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) and gastroparesis on (B)(6) 2026. The patient's blood glucose levels reached 350 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include feeling unwell, vomiting and excessive sweating. The patient reported that the pod and sensor had both fallen off their skin and would not adhere due to the excessive sweating. Details regarding treatment were not provided. The pod was removed and discarded. The patient was released two days later on (B)(6) 2026.